Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor skull bolt did not grasp the skull. There were no reports of delays or patient harm.

Manufacturer narrative:
UDI -- (B)(4). The drill and skull bolt were returned for evaluation. The components were visually inspected. It was noted that the devices have been used, biological debris found, no defects noted, no marks or dents noted on drill tip, the screw holding the dill in place was visually inspected, it was noted that the screw was tightened with atypical force. The skull bolt was visually inspected no defects noted, no marks or dents in the thread of scull bolt. Based on the results of the evaluation, the reported issued could not be confirmed. The device conformed to specification. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI - (B)(4). The device was returned for evaluation. Examination of the catheter found the device passed electronic, noise, linearity/hysteresis, and signal drift tests. No evaluation was possible for the skull bolt. Based on the results of the investigation, the reported issue was not confirmed. The microsensor skull bolt received is not a millar device, therefore a quality record does not exist. A review of quality records for the catheter found no discrepancies and met all manufacturing and quality testing/inspection specifications. Evaluation of the skull bolt is being performed. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.